Event description:
It was reported the avalon us transducer displays the fetal heat rate to high. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt (gfe) was conducted and additional information was received. Based on the gfe response the comparison of other devices to measure confirmed the fault. The hospital equipment department replaced the fetal heart probe and confirmed that the equipment returned to normal use. Based on the information available and the testing conducted, the cause of the reported problem was a faulty transducer. The reported problem was confirmed. A replacement transducer was provided to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone#: (B)(6) e1: reporter phone# : (B)(6).